Event description:
It was reported that a spectrum pump had a continuous upstream occlusion notification. This event included a heparin medication infused via primary infusion at room temperature using a baxter primary IV set. The event occurred during medication treatment at the patient room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.